Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer was unable to provide the amount of insulin the cartridge had been filled with. The customer reloaded and received an accurate fill estimate. Customer did not test blood glucose (bg) levels at the time of the call; however, there was no reported impact to the customer's bg level. Although requested, no additional information was provided regarding the reported issue.